Event description:
A customer reported that the pump battery was depleting too quickly. There was no adverse impact on the customer's blood glucose level. To address the issue, a new battery charger was sent, and the pump was replaced by technical support.